Event description:
It was reported to philips that the system was unable to launch the clinical application, preventing use. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and restarted the pc, during which the system displayed the error switching not possible. The philips field service engineer (fse) inspected the system onsite and replaced the hard disk, reloaded the software, and determined that the pc was unable to load the software due to hardware issues in the flexvision pc. The fse then replaced the flexvision pc, installed the software on the new hard disk, performed configuration tests on the xper module, and restored normal operation. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.